Manufacturer narrative:
The product was returned for analysis, and the reported complaint was not verified. The product was damaged. The optic was torn/cut into two pieces. The exact focal length/resolution measurements could not be obtained due to the optic damage. However, the lens was within the 9.5 diopter range. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested. However, no further info is expected. (B) (4)

Event description:
A surgeon reported a pt with a postoperative refractive error following intraocular lens (iol) implant surgery. The iol was exchanged for the same model, different power lens. No further info is expected.